Event description:
The physician was performing a bronschoscopic wang needle biopsy with a lung biopsy needle. The needle separated from the catheter and remained in the mucosa. The needle was retrieved with forceps. The pt was reported to be in satisfactory condition.